Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to these lots, therefore, supporting the devices met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was planned for closure in the left femoral artery. Arteriotomy was 7mm, with a depth measurement of 4.5cm. A central positioned access was achieved utilizing ultrasound and micropuncture. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. When the bypass tube met with resistance, buckling and bending occurred to the bypass tube. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: the physician was unable to advance the device into the device sheath. Two devices were reported. Additional information: a second device was opened and the physician attempted to pass the second device through the first sheath but met with severe resistance. There was buckling/bending of the bypass tube when it met with severe resistance. The doctor was able to deploy the second device. Related to a second complaint.